Event description:
It was reported that the pump was removed because the patient¿s ¿body rejected it because of diabetes¿. It was stated that ¿she had it twice¿, though it was unclear what this indicated. In addition, it was noted that the catheter was left in the patient. The device system had been used to deliver morphine.

Manufacturer narrative:
Product ID: 8709, lot# j10922r37, implanted: (B)(6) 2002, product type: catheter. (B)(4).